Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. Sample 1: sid (B)(6). Initial alinity I stat high sensitive troponin-I result was 93.70 ng/l, repeated 2 ng/l and 2 ng/l. Sample (sid (B)(6)) was retrieved, aliquoted and ultra-centrifuged and resulted as 1.1 ng/l and 1.0 ng/l on the same analyzer. Result was amended to <2 ng/l and the doctor was notified of amended result. Reference range for troponin is <26 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65183ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 65183ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. Sample 1: sid (B)(6). Initial alinity I stat high sensitive troponin-I result was 93.70 ng/l, repeated 2 ng/l and 2 ng/l. Sample (sid (B)(6)) was retrieved, aliquoted and ultra-centrifuged and resulted as 1.1 ng/l and 1.0 ng/l on the same analyzer. Result was amended to <2 ng/l and the doctor was notified of amended result. Reference range for troponin is <26 ng/l. No impact to patient management was reported.